Event description:
The user received a questionable intact human chorionic gonadotropin + ss-subunit (hcg) result for one patient sample. All results are in miu/ml. The initial result was 0.1 with a data flag and was reported outside the laboratory. The doctor called and questioned the result. On (B)(6) 2010, the laboratory repeated testing on the original analyzer and the results were 5176 and 5501. The sample was repeated on a different e module in the laboratory and the results were 5654, 8354, 7204 and 6251. The user considered the results from second e module to be correct. The user did not think there was any affect to the patient since she was pregnant and the provider called to question the result. The hcg reagent lot number was 15851502. The field service representative determined there was no sample dispensed. He checked and adjusted the sample probe and clot detection. To verify the analyzer operation, he ran and observed sampling and cell checks. The user ran calibration, quality control and samples. All results were within range and the samples repeated correctly.